Manufacturer narrative:
Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified.

Event description:
Healthcare professional reported via sales representative right side capsular contracture, baker grade unspecified. The device remains implanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown." Healthcare professional later reported "capsular contracture baker grade iii." Patient undergone capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, d6b, g2, h6.